Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: 7173720. Batch: 7173720.

Event description:
It was reported that the patient experienced a severe pain due to lead migration. The trial leads were pulled out.